Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) had the bi-v feature turned on in which the device was pacing and putting the patient into ventricular tachycardia (vt). The device appropriately provided anti-tachycardia pacing (atp) and shock therapy which terminated the arrhythmia. Technical services discussed turning off the feature to see if this prevents the patient from going into a ventricular arrhythmia. The plan is to discuss the findings with the physician. At this time, the device remains in service. No adverse patient effects were reported.